Event description:
It was reported that a ncb plate for femur right 9 holes was implanted on (B)(6) 2014. The pt underwent a revision surgery on unk date due to breakage of the plate after a fall. As the occurrence date of the incident is unk, the MFR awareness date was taken as occurrence date.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).